Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient lost weight and had a fall at unknown dates since the scs system was implanted. The implantable neurostimulator (ins) dropped in the pocket and the patient wanted it explanted because it had not been on for 2 years and had never helped. The patient was seeking explant. The caller noted that they were pending response from the health care provider (hcp). The issue was not yet resolved at the time of the report. No further complications were reported.